Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced pain over the last several days while using his bhs device. The patient stated that he is putting the coil on the top of his foot and that the pain is under the foot and below the skin. The patient stated that the pain level is a ten out of ten. The patient stated that when the unit is taken off the pain goes away almost instantly. The patient stated that he has not increased his activity. The patient did not contact his doctor and he did not take anything for the pain. The patient only has pain while he is treating. The patient is going to rest for a few days and then resume treatment with a time test. The patient later reported that he is still getting pain in his foot while wearing the device. The patient wore the device for up to 8 hours and it started to hurt. The patient did not call the doctor but has an appointment. The zimvie sales representative stated he will try to go to the doctor's appointment as well as discuss with the doctor if the patient can be switched to an orthopak. No further additional information was received at this time.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient stated that he was experiencing pain over the last several days while using his bhs unit. Later, the patient called back and stated that he was putting the coil on the top of his foot and that the pain is under the foot and below the skin. The patient stated that the pain level is a ten out of ten. The patient stated that when the unit is taken off that the pain goes away almost instantly. The patient stated that he has not increased his activity. The patient also stated that he did not contact his doctor and he did not take anything for the pain. The patient stated that he only has pain while he is treating. The patient is going to rest for a few days and then resume treating with a time test. The patient called again with an update. The patient stated that he was still getting pain on his foot while he is wearing the unit. The patient wore the unit up to 8 hours and it started to hurt. The patient did not call the doctor. The zimvie sales representative stated he will try to go to the doctor's appointment as well as discuss with the doctor if the patient can be switched to an orthopak. No additional patient consequences/ further information has been reported. The coil was not returned for further evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrected fields - d1: brand name, d2a: common device name, d4: model number, g4: PMA/510(k) #, h5. Additional information - b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported by the sales representative that the patient stated that he was experiencing pain over the last several days while using his bhs unit. Later, the patient called back and stated that he was putting the coil on the top of his foot and that the pain is under the foot and below the skin. The patient stated that the pain level is a ten out of ten. The patient stated that when the unit is taken off that the pain goes away almost instantly. The patient stated that he has not increased his activity. The patient also stated that he did not contact his doctor and he did not take anything for the pain. The patient stated that he only has pain while he is treating. The patient is going to rest for a few days and then resume treating with a time test. The patient called again with an update. The patient stated that he was still getting pain on his foot while he is wearing the unit. The patient wore the unit up to 8 hours and it started to hurt. The patient did not call the doctor. The zimvie sales representative stated he will try to go to the doctor's appointment as well as discuss with the doctor if the patient can be switched to an orthopak. No additional patient consequences/ further information has been reported. The coil was not returned for further evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported by the sales representative that the patient stated that he was experiencing pain over the last several days while using his bhs unit. Later, the patient called back and stated that he was putting the coil on the top of his foot and that the pain is under the foot and below the skin. The patient stated that the pain level is a ten out of ten. The patient stated that when the unit is taken off that the pain goes away almost instantly. The patient stated that he has not increased his activity. The patient also stated that he did not contact his doctor and he did not take anything for the pain. The patient stated that he only has pain while he is treating. The patient is going to rest for a few days and then resume treating with a time test. The patient called again with an update. The patient stated that he was still getting pain on his foot while he is wearing the unit. The patient wore the unit up to 8 hours and it started to hurt. The patient did not call the doctor. The zimvie sales representative stated he will try to go to the doctor's appointment as well as discuss with the doctor if the patient can be switched to an orthopak. No additional patient consequences/ further information has been reported. The coil was not returned for further evaluation.